Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use for the soehendra lithotripter handle compatible with the web extraction basket for lithotripsy includes the following warnings: "due to mechanical pressure generated with this device, basket fragmentation in common bile duct is a possibility that may require surgical intervention...do not remove sheath from basket wire. Doing so may result in basket fragmentation and consequently require surgical intervention. Due to varying compositions of biliary stones, stone fracture may not be possible. If stone cannot be fractured, continued rotation of handle may cause basket wire to break, requiring surgical intervention." The instructions for use for the soehendra lithotripter handle compatible with the web extraction basket for lithotripsy includes the following instructions after stone has been fractured: "release ratchet on handle of lithotripter to remove basket. Examine basket to confirm that it is not broken or damaged in any way, then dispose of basket per institutional guidelines for biohazardous medical waste." Prior to distribution, all web extraction baskets are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During multiple lithotripsy procedures, the physician used at least two (2) web extraction baskets. Upon using the device during procedures with lithotripsy, the baskets have been breaking outside the patient at the handle. The following clarification received on march 14, 2017: during lithotripsy the four cut wires of the basket are tied to the ¿center axle¿ of the cook soehendra lithotripter handle. The physician stated that the wires were breaking in this area. The following additional information received on march 20, 2017 from the cook sales representative: the physician stated that this had happened more than once but not that it happened all the time. This physician is experienced with this technique and although we know either the stone or the basket will break during this procedure she just felt that it was the basket breaking more often in her recent cases.